Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the baxter solution bag connected to the green-clamped line ¿is always leaking¿. Further clarification surrounding this allegation of reoccurrence could not be obtained. Additional information was provided through follow up with the patient¿s pd nurse. The pd nurse confirmed the patient¿s treatment calls for a last fill. Reportedly, the patient uses an icodextrin baxter solution bag for their last bag, and a fresenius apd luer lock connector connects to the icodextrin baxter solution bag. The pd nurse was not aware of the reportedly ongoing problem and specific event details and/or dates could not be provided. However, the pd nurse confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event(s). A sample was not available to be returned for physical evaluation.